Manufacturer narrative:
Additional information was received on (B)(6) 2021. In addition to the rupture reported initially, the patient also experienced bilateral capsular contracture. The right sided capsular contracture was baker grade IV and had associated ptosis. The left sided capsular contracture was baker grade iii. This report relates to the right prosthesis. See 1645337-2021-10858 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 2/27/2019. When the devices were explanted, bilateral prosthesis replacement with 445cc mentor memorygel breast implants was performed. Wound dehiscence with the replacement implant was reported, and the device had to be explanted. This event is being reported in a periodic summary report per current mentor agreements. The manufacturer's reference number of this event is (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with an unknown mentor gel implant and experienced right sided rupture post procedure. As a result, the device was explanted on (B)(6) 2019.